Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 287 mg/dl, 303 mg/dl, and 42 mg/dl at the time of incident. Customer was treated with insulin and had to put in extra. Customer stated the sensor had inaccurate readings that triggered threshold suspend alarm. Customer stated the cannula was bent. Customer stated that they got calibration not accepted alert. Customer reports event was resolved by changing complete set. The insulin pump will not be returned for analysis.